Manufacturer narrative:
(B)(4). Retainer ring: black. Insulin pump was received with blank display due to severe moisture damaged electronic assembly all over the place on both pcb1 and pcb2. Cleaned/dried the moisture damage area and tried again. The insulin pump is still blank. Swapped the pcb1 with a test board and powered up. The problem is still the same. Repeated swapped the pcb2 with a test board. The insulin pump was blank after all. Unable to perform displacement test due to blank display. Insulin pump was received with broken battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.